Event description:
The laser system had low power output during a procedure. The laser was unable to have effect on tissue and case was continued using an alternate method. We are unaware about pt injury.

Manufacturer narrative:
The resonator/diode assembly was replaced and the laser has been returned to service. We are unaware about patient injury.